Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes in 2003. Previously administered products included for birth control: (B)(6) from 2007 to (B)(6) 2011. Concomitant products included atorvastatin since 2013 and pantoprazole (protonix) since 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash and dyspnoea ("dyspnea / sob"). On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced procedural pain ("painfull post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroid"), ovarian adhesion ("ovarian adhesions"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device insertion ("unable to insert the implant on the right side, as it was too tight"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the allergy to metals, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and back pain was resolving and the procedural pain, vaginal haemorrhage, menorrhagia, dyspnoea, pelvic pain, uterine leiomyoma, ovarian adhesion, endometriosis and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, genital haemorrhage, menorrhagia, ovarian adhesion, pelvic pain, procedural pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspnea, nickel allergy, pain, fibroid, ovarian adhesions, endometriosis, abdominal pain and unable to insert the implant on the right side, as it was too tight" were added. Product implant date was updated. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy was done on (B)(6) 2012). Essure was removed on (B)(6) 2012. On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the allergy to metals, genital haemorrhage, dysmenorrhoea and dyspareunia was resolving and the procedural pain outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage and procedural pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including nickel allergy and abnormal heavy bleeding. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, plaintiff was diagnosed with a nickel allergy approximately two months after essure insertion and later she underwent hysterectomy. This case was classified as incident due to reported hysterectomy. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy was done on (B)(6) 2012). Essure was removed on (B)(6) 2012. On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced procedural pain ("painfull post-operative recovery"). At the time of the report, the allergy to metals, genital haemorrhage, dysmenorrhoea and dyspareunia was resolving and the procedural pain outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage and procedural pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including nickel allergy and abnormal heavy bleeding. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, plaintiff was diagnosed with a nickel allergy approximately two months after essure insertion and later she underwent hysterectomy. This case was classified as incident due to reported hysterectomy. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.